Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a 90% re-stenosed lesion in the in the proximal left anterior descending artery with moderate calcification and moderate tortuosity. The 2.5x28mm xience prime stent delivery system was advance to the target lesion and the stent was implanted. The stent was post dilated with a 2.75mm nc balloon; however, a dissection was noted. Therefore, a stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.